Event description:
It was reported that the balloon ruptured. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 6 atm upon first inflation. The balloon was then removed from the guide catheter. The procedure was completed with another of the same device. No complications reported, and the patient was stable.